Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s adverse events of an umbilical hernia (characterized by drain complications), which required surgical correction and a temporary transition to hd for rrt. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) malfunctioned or failed to meet user expectation/manufacturer specifications. However, the liberty select cycler cannot be excluded from having a possible causal or contributory role in the creation and/or exacerbation of the patient¿s hernia. Per the pdrn, the patient¿s umbilical hernia was not present prior to beginning pd therapy. Hernias are a recognized complication of pd therapy (manual or cycler based) due to the increased intra-abdominal pressure created during pd therapy. During therapy, this pressure can create and/or exacerbate weaknesses in the supporting abdominal wall structures. Additionally, the surgical introduction of the pd catheter (not a fresenius product) also increases the risk of hernia formation. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) reported having had hernia surgery on (B)(6) 2022. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient experienced drain complications and radiological studies identified an umbilical hernia. The patient was hospitalized and successfully underwent umbilical hernia surgery on (B)(6) 2022. During surgery the patient¿s pd catheter (not a fresenius product) was removed, and a tunneled hemodialysis (hd) catheter (not a fresenius product) was surgically placed. The patient successfully underwent two hd treatments and was discharged on (B)(6) 2022 in stable condition. The patient transitioned to outpatient hd therapy until (B)(6) 2022, after which the patient resumed ccpd utilizing the same liberty select cycler. The timeline for the replacement of the patient¿s pd catheter was unavailable. The pdrn reported the patient¿s umbilical hernia was not present prior to beginning pd for renal replacement therapy (rrt), therefore the patient¿s cycler likely created or worsened the umbilical hernia. However, the pdrn stated the patient¿s liberty select cycler met user expectations despite the presence of the hernia.

Event description:
A peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) reported having had hernia surgery on (B)(6) 2022. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient experienced drain complications and radiological studies identified an umbilical hernia. The patient was hospitalized and successfully underwent umbilical hernia surgery on (B)(6) 2022. During surgery the patient¿s pd catheter (not a fresenius product) was removed, and a tunneled hemodialysis (hd) catheter (not a fresenius product) was surgically placed. The patient successfully underwent two hd treatments and was discharged on (B)(6) 2022 in stable condition. The patient transitioned to outpatient hd therapy until (B)(6) 2022, after which the patient resumed ccpd utilizing the same liberty select cycler. The timeline for the replacement of the patient¿s pd catheter was unavailable. The pdrn reported the patient¿s umbilical hernia was not present prior to beginning pd for renal replacement therapy (rrt), therefore the patient¿s cycler likely created or worsened the umbilical hernia. However, the pdrn stated the patient¿s liberty select cycler met user expectations despite the presence of the hernia.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.